Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: the surgeon applied the staple load on lung tissue and upon firing, the duet strip bunched up on the end of the load and would not fire completely through. The second reload snapped off the end of the instrument prior to firing. The case was extended by more than 30 mins.